Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was experienced with an access solution set. The reporter stated that the tubing would not drip even when the vent was opened. The set was being used with intravenous tylenol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.